Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw remover shaft was found broken to be broken during a routine inspection. There was not a patient present at the time of the event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned screw remover was examined. The handle of the device was found to be loose and freely spinning around the shaft. The cause of this event can likely be attributed to wear of the masterbond over years of use. The lot number is unknown as the sleeve with the lot number was not returned; therefore the device history records are unable to be reviewed.

Event description:
It was reported that the tip of a screw remover shaft was found to be broken during a routine inspection. There was not a patient present at the time of the event.